Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient's entire implantable neurostimulator (ins) system was replaced. The patient was reported as doing fine and receiving effective therapy. Should additional information be received, a supplemental report will be filed.

Event description:
The company representative met with the patient this week and they determined the leads migrated. The patient was scheduled for a revision on the (B)(6). They were not sure if both leads migrated. The patient experienced stimulation in the abdomen. The leads will not be returned to the device manufacturer. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.